Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.

Event description:
It was reported to tyco healthcare/kendall that a customer had a problem with a dialysis catheter. The customer states that the catheter was placed in 2008. The venous adapter chipped and was replaced at approximately 44 days later.